Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a1, b4, b5, g3, g6, h1, h2, h3, h6, and h10. Correction: d9 the results of the investigation are as follows: -visual examination of the returned product shows sign of repeated use and it is fractured. Not all fractured pieces were returned. -analysis determined that the fracture in the impactor pad is consistent with overload fracture. -review of the device history record identified no deviations or anomalies during manufacturing. -root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon impacting the femur, a piece of the lock on cr impactor broke off. The broken piece went off the field. No negative effect to case or patient and no delays.